Event description:
The customer received questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for three patient samples. The results were questioned as the patients were not pregnant. All results are in miu/ml. Patient sample 1 result was 537. On (B)(6) 2012, the patient was redrawn and the result was 0.1. This sample was repeated as 0.1. Patient sample 2 initial result was 40.8. On (B)(6) 2012, the patient was redrawn and the result was 0.1. This sample was repeated as 0.1. On (B)(6) 2012, patient sample 3 initial result was 714. The same sample was repeated five days later and the result was 824. On (B)(6) 2012 the patient was redrawn and the result was 0.1. This sample was repeated as 0.1. As part of troubleshooting the issue, the samples were repeated and the original samples produced exactly the same results as the original run with no deviation in value. No specific data was provided. The initial result had been reported outside the laboratory. The result from the sample collected a few days after the original sample was believed to be correct. The patients were not adversely affected. The hcg+ss reagent lot number was 16758402 with an expiration date of 07/31/2013. The field service representative could not find a cause. He ran performance testing and qc.

Manufacturer narrative:
The investigation could not determine a specific root cause. The samples were submitted for investigation and tested for interfering factors. No interference could be seen. The customer results were confirmed. Therefore, a general reagent issue was excluded. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative determined there was contamination to the secondary sample container and that the original primary sample tube matches the second samples when retested. Upon follow up with the customer and the roche field application specialist, "the sample in question was out of a hitachi cup from a bag of loose collected cups. This is where we suspect the contamination came from."